Event description:
In 2006, the reporter/home-attendant contacted lifescan, alleging that a one touch basic meter was continuously showing the "insert strip" message and would not allow the patient to test her blood glucose. The medical affairs specialist spoke to the patient and an unidentified person by telephone on october 10, 2006, to obtain/verify information. It is not known when the issue started or what the patient's last reading was on the reported meter. Apparently, the patient was not using a correct technique for testing her blood glucose. The patient was applying blood on her test strips before inserting them into the meter. Also, the patient was using expired test strips. A month earlier, the patient was hospitalized for 2-3 weeks due to "high blood sugar and high blood pressure." At the time of the hospitalization, the patient had symptoms of "hallucinating." It is not known when the symptoms started in relation to the meter issue, what other symptoms the patient may have had at the time of concern, if the patient changed her medication regimen due to the meter issue, or what her blood glucose readings were in the hospital. The patient was treated with an IV (unknown contents). The alleged meter issue was resolved during troubleshooting with the customer care advocate (cca). The meter and control solution were still replaced. This complaint is being reported due to the following conclusion: the patient was unable to test her blood glucose because of alleged issue. She had developed symptoms, was hospitalized, and treated with an IV.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.